Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
It was alleged that the infusion device was not delivering insulin. On (B)(6)2016, the patient had diabetic ketoacidosis and her blood glucose result was "over 400 mg/dl". On (B)(6) 2016, the blood glucose results "got higher and higher". The patient's mother treated her with insulin via pen. The patient was not taken to the hospital. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.